Manufacturer narrative:
Subject device not explanted. Synthes is unable to provide the MFR, PMA/510k number and/or the date of manufacture as no product was returned.

Event description:
A device report from (B)(4) for (B)(6) hospital indicates: consultant received a booking from the hospital for a norian case with no details. At the procedure, consultant prepared a needle with norian srs, consultant noticed it was a craniotomy. She was informed by the staff of the hospital that the product should have been norian crs. Consultant read the contraindications and noted norian srs was contraindicated only for use in the spine. Consultant informed the surgeon and he injected the srs into the void. Consultant informed surgeon of the different consistency and setting times differed from the crs. Consultant informed surgeon that a full ten minutes of setting time was needed without disruption. Surgeon waited 12 mins total for a set time. Completed procedure.